Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed broken force sensor was detected during seating or regular delivery and critical pump error. The customer blood glucose level was unknown at the time of incident. The customer stated that at the time of filling the cannula, they got error then he turned insulin pump off when he turned it back on he had the open book with an arrow pointing to it and also a red x. The insulin pump error alarm was occurred before the open book image was displayed on the screen. Troubleshooting was done. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.